Event description:
A physician reported a pt who received three skin tests on 5/30/97, 6/26/97, and 10/24/97 with negative results. On 11/5/97, the pt received her first treatment in the upper vermilion border and alar creases. The pt stated about mid 12/97, exact date unknown, she awoke with swelling and pain in the upper vermilion border. On 12/22/97, the pt phoned the physician and reported these symptoms. The physician advised the pt to take motrin and to follow up with the physician. On 12/29/97, the pt was examined by the physician. The pt had swelling and erythema at the sites of treatment; along the whole upper vermilion border and some slight pinkness and swelling in the alar creases. The physician prescribed oral valtrex to rule out a possible herpetic reaction. The valtrex did not improve the symptoms; thus the physician believed that the pt had a hypersensitivity to collagen. The pt was again examined by the physician on 1/21/98, and reported that the symptoms had improved. The physician did not prescribe any further medical or surgical intervention for the pt, and believed that the symptoms would continue to resolve as the collagen material was eliminated.